Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that liquid was leaking from the lid of the drill device was not confirmed. Therefore, an assignable root cause was not determined. However, during service and evaluation, it was observed that the coupling power supply was deformed and bent. It was further noted that the control and fuse were defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that liquid was leaking from the lid of the drill device. The reporter stated that the leakage also occured during washing of the device. During service and evaluation, it was observed that the coupling power supply was deformed and bent. It was further reported that the control and fuse were defective. It was reported that there was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.